Event description:
It was reported that a malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided assistance with resetting the pump, and the customer was instructed to continue using the pump with the advice to call back if any malfunction code reappeared.